Event description:
It was reported by service report that the power cord and the power inlet were damaged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Exposed wires on power cord. Damaged power inlet module.